Event description:
It was reported that the device exhibited myopotential oversensing. The low frequency was adjusted and no oversensing was seen. The patient will be monitored with routine follow-up.